Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo provided shows an implanted iol. There appears to be a white mark on the iol optic, close to the edge. The exact location of the mark cannot be confirmed. Based on our observation of the attached photo, there appears to be a white mark on the iol optic, close to the edge, on the implanted iol. The exact location of the mark cannot be confirmed. A definitive determination of reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a white dot on iol optic. The surgeon decided to leave the iol in the eye because it¿s in the periphery. Additional information has been received that patient was doing fine upon follow-up visit.